Manufacturer narrative:
Reference medwatch MFR # 2916596-2018-03480 for the report of the pump exchange. Approximate age of device ¿ 9 months. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was hospitalized due to a driveline infection. It was reported that the driveline of the new pump was re-located to a new exit site and the infection resolved. No further information was provided.